Event description:
It was reported that values were "too high on pacing." The epg (external pulse generator) was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event. The battery contacts were found to be dirty, and the lower case and all cover bails were damaged. (B)(4).